Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate programming. The physician elected not to perform any programming changes. The patient was doing well and would continue to be monitored.